Event description:
It was reported the patient (B)(6) was no longer receiving effective stimulation. As a result, the patient underwent surgical intervention. Pre-op, an impedance check revealed no anomalies. During the procedure, the extension was found to be fractured. In turn, the extension was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Results: the complaint of ineffective stimulation was confirmed. The extension was received in good condition. The extension failed continuity and stress testing on channel 7 and channel 8. Microscopic inspection revealed broken wires in the header of extension. Broken wires appear to be due to an overstress condition the extension was subjected to when it was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.